Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for abnormal additive, causing bubbles with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that air bubbles appeared during use of bd microtainer® tube with bd microgard¿ closure. K2edta additive. Similar brands did not have this issue. No injury or medical intervention reported.

Manufacturer narrative:
The date received by manufacturer was reported incorrectly on the initial MDR. The correct date received by the manufacturer was 10/16/2016.